Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between june 2-4, 2025. H11: two (02) actual devices were received for evaluation with 229 ml and 230 ml of fluid in their bladder. A visual inspection was performed and did not identify any physical abnormalities, such as air bubbles inside the tubing line or drug precipitates inside the bladder, that could have caused the reported flow problem. After the luer cap was removed, continuous fluid flow was observed coming from the distal luer of the first sample; however, no flow was observed from the second sample. Microscopic inspection revealed that the lack of flow in the second sample was due to a series of micro air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. A functional flow rate test was performed on the first sample and the result s were found to be within the product specification range. The reported condition was verified in the second sample. The cause of the condition was due to user error; attributed to improper filling technique during product use (filling step). The product label (IFU, instructions for use) details the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the medication did not flow through two (2) large volume infusors. The issue was described as; when the patient opens the blue cap, nothing comes out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.